Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number : (B)(4), batch/lot number: 15950529, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were replaced due to suspected lead fracture. The patient was doing well postoperatively.